Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an out of box system controller did not seem to register that it had an emergency backup battery (ebb) installed. Two system monitors and two different ebbs were tried to test. When the controller was disconnected from power after setting up, it acted dead and just turned off. It was also noted that none of the ebbs that were tried had the green light illuminate.